Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a needle mechanism failure occurred while wearing the pod for worn less than 1 hour. No adverse patient impact was reported.

Manufacturer narrative:
Additional information was provided during a follow up call on 30nov2023. Correction to b5 - describe event or problem. Correction to h6 - medical device problem code. Correction to h6 - medical device problem code component code.

Event description:
It was reported the cannula retracted; indicating the needle mechanism did not function as intended. The pod was applied and immediately removed. A new pod was applied and no adverse patient impact was reported.